Manufacturer narrative:
The patient underwent mesh implantation in order to treat mixed urinary incontinence. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, urinary problems, recurrence, vaginal scarring and other. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2009 due to exposed suburethral mesh. It was reported that the patient underwent removal of eroded/infected vaginal mesh on (B)(6) 2012 due to eroded, infected vaginal mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06209. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06209. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh removal on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent placement of penrose drain, cystoscopy, and urethral lysis on 03/02/2012. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that the patient underwent cystoscopy, periurethral injection of durasphere and transurethral injection of contigen on (B)(6) 2010 due to recurrent incontinence. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 06/29/2016.